Event description:
The user facility reported that a tip from their ochsner artery forceps broke off during a patient procedure. The broken tip did not contact the patient, and the procedure was completed successfully. User facility personnel confirmed via x-ray that the broken piece was not present in the patient. No report of injury.

Manufacturer narrative:
The ochsner artery forceps subject of the reported event is being returned for evaluation. Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available.

Manufacturer narrative:
The ochsner artery forceps subject of the reported event was returned for evaluation and confirmed the break on the tip of the device. The breakage of the tip may be attributed to user facility personnel overstressing the instrument during use subsequently causing the reported event to occur. User facility personnel were counseled on the proper use and handling of the ochsner artery forceps and the importance of not applying excessive pressure/stress to the tip of the instrument. The device history record was reviewed and confirmed the device was manufactured to specifications, no abnormalities were noted. No additional issues have been reported.